Event description:
According to the reporter, during procedure, the circulating nurse plugged in the cautery cord to the cautery machine in operating room. Surgeon started to use cautery then the machine beeped and the cautery machine display showed "check medical device". We asked the surgeon to stop using the cautery. He did. The circulating nurse re-checked all connections of cords. After looking at that, the displayed screen disappeared. So we all thought the cautery was good to use. It was not humming at all like it does when in use. When the surgeon went to pick up the cautery to use it again - it was noted that there was two tiny burns that was minimal or minor from the cautery blade. Surgeon left the cuts open as they were minimal but skin was broken in two spots not related to the surgical site. No treatment was done and it was left to open air because the burn was minor that was not expected to have any issue in healing. The machine was checked and found to be working as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.